Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. Device history review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects per the instruction for use (IFU), and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve (pav). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the patient's weight was (B)(6).

Event description:
Medtronic received information that during implantation of this transcatheter bioprosthetic valve the patient developed complete heart block just prior to valve deployment. The patient converted to sinus rhythm during implant of a permanent pacemaker. An ultrasound was normal prior to discharge four days post procedure. Atrial fibrillation (afib) was found one day following valve placement. No intervention was done at that time and no further adverse patient effect were reported.